Event description:
Tampons break off inside of me and I had to fish them out vagina [foreign body in reproductive tract] . Tampons break off inside of me [device breakage]. Case narrative: consumer reported via email that two tampons broke off inside of her and she had to fish them out. No serious injury was reported.

Event description:
Tampons break off inside of me and I had to fish them out- vagina [foreign body in reproductive tract]. Tampons break off inside of me [device breakage]. Cause was traced to design [product design issue]. Case narrative: consumer reported via email that two tampons broke off inside of her and she had to fish them out. No serious injury was reported.